Event description:
It was reported that suture placement in the left commo femoral artery was achieved with two proglides using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sheath was upsized to a 12f sheath and the evar procedure was completed. Reportedly post procedure, one of the proglide sutures snapped during tightening. There was no reported issue with the other suture. The one successful suture and manual compression were used to achieve complete hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record (lhr) review and similar incident query for this product were not performed because the lot number was not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.